Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation, and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device will not be returned.

Event description:
According to the available information, though not verified, the device was no longer functioning. The device was removed/replaced and will not be returned. According to the available information the inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to malfunction. Additional information received from the regional sales director indicated: ¿the device was extremely old and damaged upon explantation." No further information was provided. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations, or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.